Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The mobile viewing stations (mvs) monitor switched off. If you press the switch at the back, it would turn back on. The likely cause was reported as dvi cable, monitor switch, and monitor. The digital visual interface (dvi) cable and/or monitor would be replaced. A site visit would be performed. There was no patient involvement.

Manufacturer narrative:
The system was serviced in the field and the issue was confirmed. The mvs monitor cables were checked and repositioned. The dvi port on the computer and graphics card were not functioning properly. The dvi cable was connected to the over dvi port and the system worked fine. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.